Event description:
Breast augemtation with silicone bags for cosmetic reasons. Noticed lump rt upper outer quadrant 4/02. Pt saw 2 plastic surgeons, general surgeon saying ruptured bag had leaked out. Md's want to biopsy area but can't without removing silicone bags. Insurance has denied this claim and the appeal. Pt has been quoted anywhere from $5000-$10.000. Pt has 2 kids in college and cannot afford these costs which have to be paid in full prior to surgery. Pt is very concerned about the lump that has been there since april.